Event description:
Clarus medical was notified on 01/15/2007 by an independent sales rep listed below as the initial reported that there is a current lawsuit following the last lase (laser discectomy) case done by the dr. The pt claims a subsequent loss of motor function following the procedure. The info provided by the sales rep staff present during the procedure was, "the case went well, with no indications of any problems he knew of." Clarus medical was first aware of this potential adverse event on 01/15/2007 when contacted by the sale rep regarding a lawsuit.

Manufacturer narrative:
No problem with the device or procedure were reported by the sales rep. Or attending physician. Clarus medical first aware of potential pt injury when notified of a lawsuit by an independent sales rep on 01/15/2007. No device has been returned for evaluation. No device was evaluated since all of the info we have indicates, this was not a device problem.